Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included renal calculus. Previously administered products included for birth control: mirena from 2009 to 2011. Concurrent conditions included restless legs syndrome, insomnia, asthma and major depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower right quadrant pain"). In (B)(6) 2012, the patient experienced weight decreased ("weight loss") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition"). In (B)(6) 2014, the patient experienced dysuria ("bladder or urinary problems or changes - dysuria"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("painful periods"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), flank pain ("bilateral flank pain") and back pain ("back pain"). The patient was treated with oxycocet (percocet) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, nausea, alopecia and back pain had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal haemorrhage, depression, dysuria, weight decreased and flank pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dysuria, fatigue, flank pain, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results: on (B)(6) 2016 patient underwent for xr abd ap and the results are- bilateral nonobstructing nephrolithiasis with interval movement of a 4 mm stone of the right uretropelvic junction and geographic fatty infiltration of the liver. On (B)(6) 2016 patient has done CT abd and pelvis w contrast and results are- bilateral nephrolithiasis is stable . No ureteral calculi. No hydronephrosis on (B)(6) 2017 patient gone for us trans abd and transvaginal pelvis non ob complete and the results are- nonobstructing left renal calculus and otherwise unremarkable CT scan of the abdomen and pelvis without IV or oral contrast. On (B)(6) 2017 the ultrasound that was just performed was normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- flank pain, lower right quadrant pain, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received, reporters added, demographic information of patients updated, product information updated, events added are as follows- vaginal haemorrhage, depression, bladder disorder, urinary tract disorder, nausea, weight decreased, alopecia, flank pain, dysuria, genital haemorrhage, back pain. Event onset date added, outcome of the events updated, treatment drug, historical drug, concomitant condition and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included renal calculus, depression and ureteroscopy. On (B)(6)2016 patient underwent for xr abd ap and the results are- bilateral nonobstructing nephrolithiasis with interval movement of a 4 mm stone of the right uretropelvic junction and geographic fatty infiltration of the liver. On (B)(6) 2016 patient has done CT abd and pelvis w contrast and results are- bilateral nephrolithiasis is stable . No ureteral calculi. No hydronephrosis on (B)(6) 2017 patient gone for us trans abd and transvaginal pelvis non ob complete and the results are- nonobstructing left renal calculus and otherwise unremarkable CT scan of the abdomen and pelvis without IV or oral contrast. On (B)(6)2017 the ultrasound that was just performed was normal. Previously administered products included for birth control: mirena from 2009 to 2011. Concurrent conditions included restless legs syndrome, insomnia, asthma and major depression. Concomitant products included azithromycin, azithromycin (zithromax), baclofen (lioresal), calcium carbonate (tums), ciprofloxacin, hydrochlorothiazide, ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran), oxycodone, ropinirole hydrochloride (requip), salbutamol, sertraline hydrochloride (zoloft), trazodone hydrochloride (desyrel) and zolpidem tartrate (ambien). On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower right quadrant pain"). In (B)(6) 2012, the patient was found to have weight decreased ("weight loss") and experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition/ worsened depression"). In (B)(6)2014, the patient experienced dysuria ("bladder or urinary problems or changes - dysuria"). In (B)(6)2016, the patient experienced menorrhagia ("heavy menstrual bleeding/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods/dysmenorrhoea"), fatigue ("fatigue"), flank pain ("bilateral flank pain") and back pain ("back pain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, nausea, weight decreased, alopecia and back pain had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal haemorrhage, depression, dysuria and flank pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dysuria, fatigue, flank pain, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: pain has resolved so likely due to essure coils concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- flank pain, lower right quadrant pain, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporter information were updated and added. Medical history and concomitant drug were added. Onset date of event were updated.event verbatim were updated as psychological or psychiatric problems condition/ worsened depression, painful periods/dysmenorrhoea, heavy menstrual bleeding/ menorrhagia. Outcome of the event weight loss were updated. Event : did not undergo confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("lower right quadrant pain"), dysmenorrhoea ("painful periods") and fatigue ("fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.